Manufacturer narrative:
Device evaluation:analysis of the returned device identified: opening curved on posterior and yellow particles inner device. Leak test and microscopic analysis was performed which identified: sharp opening on posterior, crease flat and non-penetrating nick. The fill test inspection was performed, the result is no blockage. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as an unidentified (tear) opening.

Event description:
Patient reported left side "deflated" and "burning and throbbing." Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and "burning and throbbing."

Event description:
Patient reported left side "deflated" and "burning and throbbing." Device remain implanted.

Event description:
Patient reported left side "deflated" and "burning and throbbing." Device remain implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
The device has been explanted.